Event description:
A distributor returned electrode pack sn (B)(4) and reported that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a shorted u728 analog switch on the distribution node pca. The root cause for the shorted switch could not be positively identified. No adverse event resulted from the defective electrode belt.